Manufacturer narrative:
(B)(4).

Event description:
Anchor did not tighten internally when proximal knob was tightened until it clicked 5 times. Suture slipped and did not secure the labrum securely to the glenoid. Surgeon had to place an anchor right next to it and was concerned with the suture loop sticking out. Additional information confirmed that the loop was sticking out from the labrum but was secure to the anchor.